Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6) 2009. There were no complications during this procedure. According to the complainant, the patient experienced a recurrence of incontinence, urinary problems, pain and chronic infection. The exact nature and date of onset of these symptoms are unknown. The patient did not present to the implanted physician with incontinence, pain or infection. On (B)(6) 2009, the patient presented with some slight irritation which was normal postoperatively. The patient returned on (B)(6) 2010 with no complaints and the irritation had healed. The sling looked to be in the correct position and there was no erosion or infection. The patient presented with some urge incontinence that is not related to the sling. The patient was not prescribed any medication and did not have any preexisting medical conditions that could have contributed to this event. The patient was not seen since (B)(6) 2010 by this physician and her current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.